Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative antibody screening test with biotest cell 1&2 when tested on tango infinity. The customer reported that tango infinity called the result negative when on visual assessment it looked positive. The specificity of the missed antibody was anti-e. The customer did not return the supposedly defective product for investigational testing, but two patient samples (B)(6)) which had caused false negative test results. Upon arrival of the two patient samples at bmd, both patient samples were hemolytic and the supposedly defective product was already expired. Nevertheless they were tested with our qc lab's retained biotest cell 1&2 sample and also with the current lot of biotest cell 1&2 on tango infinity and yielded negative results. Sample b)(6) was also tested in the tube test and showed negative reactions with all methods, except for the enzyme method. Sample b)(6) showed a positive reaction in the enzyme test. Furthermore sample b)(6) was tested in the gel technique and showed again a positive reaction only with the enhancement of enzyme. Sample b)(6) could only be tested in tube technique at room temperature and with the enhancement of enzyme and yielded completely negative results. Further testing of this sample was not possible, because the material was depleted. The instruction for use contains a relevant reference in the section limitations: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies". Our quality control laboratory tested their retained biotest cell 1&2 sample during its shelf life with different samples and controls, including anti-e. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineers. There is no indication for a malfunction of the affected instrument.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative antibody screening test with biotest cell 1&2 when tested on tango infinity. The customer reported that tango infinity called the result negative when on visual assessment it looked positive. The specificity of the missed antibody was anti-e. The customer did not return the supposedly defective product for investigational testing, but the patient sample that had caused a false negative. Testing in our quality control laboratory is still ongoing. Our quality control laboratory tested their retained biotest cell 1&2 sample during its shelf life with different samples and controls, including anti-e . All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineers. There is no indication for a malfunction of the affected instrument.